Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: section a4 - patient's weight was updated from 170 pounds to 175 pounds. Correction: section e1 - report's name and address have been updated to where surgery took place. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.